Manufacturer narrative:
Concomitant medical products: d274trk ICD, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was non-prophylactically replaced. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead was capped and replaced. No patient complications have been report ed as a result of this event.